Manufacturer narrative:
The device in question was investigated by field safety technician. According to service order # (B)(4): service performed (B)(6) 2017: ran unit for two hours with test circuit. Unable to duplicate error. Staff reports sig error followed disposable set when placed in two different rotaflow units. Unable to obtain disposable in question. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Unit alarmed "sig" error while on patient. No patient harm or death. Staff tried another rotaflow with same sig error. Patient was ready to be taken off treatment. Unit was removed and sent to biomed for evaluation. (B)(4).